Manufacturer narrative:
The insulin pump received with normal operating currents. There was no unexpected failed battery test alarm noted. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. No moisture damage/corrosion on battery tube noted. The insulin pump had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a high blood glucose level and a failed battery test alarm. The blood glucose at the time of the incident was 592 mg/dl. The customer stated that she was not able to treat her high blood glucose with the insulin pump so she took an insulin shot. During troubleshooting the customer received a failed battery test alarm. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. Troubleshooting was not able to resolve the issue. The device was returned for analysis.